Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the interface problems and patient information was delayed. A technical support specialist (fse) had checked the server and was able to access the pyxis enterprise server (pes) website url. Tss verified that the url no longer showed the error ¿cannot reach the page¿ in chrome, but a security warning indicated the certificate was invalid. The tss informed that a 10-year self-signed certificate meeting all requirements had been created and bound to the server. Es server and healthsight viewer loaded without errors. Later, tss dialed into the server, confirmed pes website had no issues, and ran the server downtime query, which returned all good results. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to access. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.